Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the insulin gauge displayed multiple inaccurate fill estimates across multiple cartridges. Reportedly, the insulin gauge initially displayed a correct value, but would subsequently display an inaccurate value of 0 units while it was filled with an unspecified amount of insulin. Customer¿s blood glucose was between 112-471 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.